Manufacturer narrative:
The manufacturer's investigation is ongoing. Further details will be provided once the investigation has been completed.

Event description:
It was reported that during planned preventative maintenance, a 3 mm discrepancy was found in the linac patient support table. This was caused by a loose grub screw in the longitudinal fine potentiometer drive shaft. It is not known if any patient mistreatment have occurred and is currently being investigated by the hospital.

Manufacturer narrative:
During preventative maintenance checks it was identified that there was a 3mm discrepancy in position of the precise table. This has been identified as an issue with the fitting of the grub screw for the potentiometer on the precise table, if this grub screw has been incorrectly fitted the potentiometer can "slip" leading to positional accuracy issues. A field change order 200 01 204 011 had been previously released to inform customers of this issues and to reinforce the need to conduct the checks for this error as per the precise treatment table instructions for use. A training video for the correct way to install/maintain the potentiometers on the precise table has been released to field service engineers. Severity: major. A major injury may result if any of the following were true; the failure mode persisted over multiple fractions, it occurs in a high dose fraction, a sensitive structure is over irradiated as it is positioned in the beam path or a portion of the tumour is missed altogether. Likelihood of harm remote. The corrective maintenance manual instructs the service engineer to secure both the screws using medium strength thread locker (locktite 243) and to secure the flat portion of the potentiometer shaft. If followed this will prevent slippage of the shaft. Elekta have also recommended regular system positioning qa checks are performed to ensure the system accuracy. This has been included in the instructions for use for the precise treatment table and also released under a product bulletin fco (200 05 204 004). A second portal image with xvi would also identify if any dispositioning has occurred. Combined this gives a likelihood of harm of remote. A major x remote risk calculation provides us with an undesirable risk.